Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in a sustained arrhythmia (since the day prior) at a rate of approximately 149 beats per minute (bpm). The device is programmed to a ventricular tachycardia (vt) zone of 170 bpm; thus, no therapy was delivered. The health care professional (hcp) asked how to perform commanded anti-tachycardia pacing (atp) and was guided remotely through the programmer interface to perform commanded atp. Atp was delivered but did not terminate the arrhythmia. More aggressive atp scheme was programmed, and additional atp was delivered but the patient's arrhythmia could not be terminated. Device settings were reprogrammed to deliver additional atp (aggressive atp scheme, but no shocks). Atp could not terminate the arrhythmia. The patient will be hospitalized for commanded shock delivery. No adverse patient effects were reported. This ICD remains in service.